Manufacturer narrative:
Previously reported by the manufacturer: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. This report was related to a bipap a30-s device. The manufacturer received information from the patient alleging "fear of serious illness, lung tissue damage unspecified". Medical intervention was not specified. A clinical assessment determined: based on the information currently provided and available, the reported harms (fear of serious illness, lung tissue damage unspecified) have been assessed and do not constitute a serious injury. Therefore, the device did not cause or contribute to a serious injury or death. The device has been returned to a third-party service center for evaluation. Per philips legal order: the devices should be stored securely. They should not be examined for the time being and should not be scrapped under any circumstances. The further procedure depends on the progress of the court proceedings. The manufacturer was made aware of this complaint through a representative of the customer. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. Additional information: the medical device associated with this complaint is currently under legal hold. As a result, philips is unable to proceed with device evaluation activities. This restriction prevents access to the device for inspection, testing, or analysis. If additional information becomes available, philips will assess according to regulatory obligations and perform any necessary reporting activities to the appropriate competent authorities. Box h codes updated.

Manufacturer narrative:
Previously reported by the manufacturer: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. This report was related to a bipap a30-s device. The manufacturer received information from the patient alleging "fear of serious illness, lung tissue damage unspecified". Medical intervention was not specified. A clinical assessment determined: based on the information currently provided and available, the reported harms (fear of serious illness, lung tissue damage unspecified) have been assessed and do not constitute a serious injury. Therefore, the device did not cause or contribute to a serious injury or death. The device has been returned to a third-party service center for evaluation. Per philips legal order: the devices should be stored securely. They should not be examined for the time being and should not be scrapped under any circumstances. The further procedure depends on the progress of the court proceedings. The manufacturer was made aware of this complaint through a representative of the customer. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. Additional information: the medical device associated with this complaint is currently under legal hold. As a result, philips is unable to proceed with device evaluation activities. This restriction prevents access to the device for inspection, testing, or analysis. If additional information becomes available, philips will assess according to regulatory obligations and perform any necessary reporting activities to the appropriate competent authorities. Box h codes updated. New information/evaluation: the bipap a30-s ventilator was returned to the third-party service center for evaluation, and the customer¿s complaint was not confirmed. During the evaluation it was noted that there was no evidence of foam degradation in the device. There were no reportable error codes or visual defects found in the device. The device passed all functional test. Additionally, tobacco and dirt were confirmed inside the device. The software was confirmed at the current version. The device will be scrapped.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. This report was related to a bipap a30-s device. The manufacturer received information from the patient alleging "fear of serious illness, lung tissue damage unspecified". Medical intervention was not specified. A clinical assessment determined: based on the information currently provided and available, the reported harms (fear of serious illness, lung tissue damage unspecified) have been assessed and do not constitute a serious injury. Therefore, the device did not cause or contribute to a serious injury or death. The device has been returned to a third-party service center for evaluation. Per philips legal order: the devices should be stored securely. They should not be examined for the time being and should not be scrapped under any circumstances. The further procedure depends on the progress of the court proceedings. The manufacturer was made aware of this complaint through a representative of the customer. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.